Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6)2015, on behalf of patient to report that on (B)(6)2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).